Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a small flexnav delivery system. Pre-balloon valvuoplasty was performed with a 16mm atlas gold balloon. The navitor valve was then delivery to the annulus. When checking the commisural alignment with overlapping projection of fluoroscopy, the aortic end of the valve stent was distorted. It was suspected the stent struts were twisted inside the valve capsule. There was no torque applied to the delivery system. The navitor was recaptured and removed. A replacement 23mm navitor and small flexnav delivery system were used to complete the procedure successfully with good result. There were no patient consequences reported.

Manufacturer narrative:
An event of material deformation of stent post reported. A returned device inspection\could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine the cause for the reported material deformation of stent post. There is no indication of a product quality issue with regards to manufacture, design, or labeling.